Event description:
It was reported that the device leaks. No additional information.

Manufacturer narrative:
Additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked water tank cover, corroded drain fitting, power cord discoloration, old style printed circuit board (pcb), and cracked enclosure. The technician started with a visual inspection then filled tank with water and attached temp check. Plugged in line cord and turned on the power switch. The reported issue was confirmed. The water was leaking from under the drain fitting the reported issue was found to be wear and tear use of the drain caused by the customer.due to the age and condition of the device it has been deemed beyond economical repair and will be scrapped.

Event description:
Additional information was received indicating that the event occurred during preventive maintenance and there was no patient involvement reported.